Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the upstream, occlusion test , it does not detect an upstream occlusion either during the upstream occlusion test or during the flow rate test and alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.